Event description:
Consumer complaint of blood result reading of "lo". Review memory result, (customer was unable to read time and date) 129, 192, "lo", 302, 143 mg/dl. Customer's expected result - 2 hours after meals, fasting, before meals, etc (80-200). Customer stored the product in the living room. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user has low glucose value.